Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a peeled blister like a chemical burn after contact of gel from the electrode belt. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved. Reporting out of an abundance of caution.